Event description:
Maryland ligasure hand piece button on bottom did not pop back out and got stuck pressed in. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Waiting for their response.